Event description:
Patient called lfs and alleged that their meter display was showing three dashes (--) after going through the set up mode. It appears that the meter experienced a power interrupt issue. The patient phoned lfs customer services for assistance. The issue was not resolved with troubleshooting. The patient alleged neither harm, nor injury. The meter is being replaced for the patient.